Manufacturer narrative:
A letter was sent to the user facility requesting additional info concerning the reported event and the condition of the pt. As of the date of this report, there has been no response from the user facility.